Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient died in hospital while in polymorphic ventricular tachycardia (vt) and permanent atrial fibrillation (af). It is suspected that the implantable cardioverter defibrillator (ICD) delayed vt detection relative to a device rhythm discriminator programming. Additionally it was noted that the day prior to death the right ventricular (rv) lead had triggered a lead integrity alert (lia) with sensing integrity counter (sic) and high rate non-sustained episodes.